Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On (B)(6) 2010, the patient started peritoneal dialysis (pd) treatment. On (B)(6) 2010, the patient experienced peritonitis. The peritonitis was manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient was hospitalized for the peritonitis. On the same date, a peritoneal analysis was done; no results were reported. On an unknown date, the patient had a wbc (white blood cell count), hgb (hemoglobin), hct (hematocrit), k (potassium), bun (blood urea nitrogen) and a creatinine done. On an unknown date, the patient was placed on the remedial medication of oxacillin (125mg/l, od, ip). Dianeal pd2 was ongoing. Outcome of peritonitis was ongoing and improved. Concomitant medications included of potassium chloride, heparin, calcium carbonate, recormon, pantoprazole, folic acid, ferrous sulfate, amlodipine, telmisartan, carvedilol and ceftazidime. No causality statement was given for the event of peritonitis.